Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional 3.5 x 19 mm graftmaster referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a left renal artery. A stent was deployed in the lesion; however, a perforation occurred which required treatment with a graftmaster stent. The 4.0 x 19 mm graftmaster stent was implanted; however, the perforation continued to leak. A 3.5 x 19 mm graftmaster stent was then deployed proximally. Angiography revealed improvement of the perforation; however, there was still a small leak. The patient became hemodynamically stable and was transferred to another facility for observation. The patient remained stable and no additional treatment was needed. No additional information was provided.